Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Insufficient information

Event description:
It was reported that a few weeks following left partial knee arhtroplasty, a foreign substance was identified under the tibial base plate through review of x-ray images. The source of the foreign substance could not be identified, however, it resembled a portion of an unknown instrument. At this time, the surgeon has decided against removal as it may result in tibial bone fracture. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated and the complaint confirmed through radiographic inspection. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.